Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left-side "possible leak". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken on the radius side assessed, as fold flaw opening as per the investigation procedure: non-penetrating nicks and creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, left-side "possible leak". Healthcare professional, later confirmed, via sales representative. Healthcare professional, later reported, rupture. Confirmed via MRI and operative note. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, g2, h6.

Event description:
Device has been explanted and replaced.